Event description:
The patient had trouble deflating the balloons due to cuffing. The nurse called the urologist to remove the catheter, which caused pain to the patient.

Manufacturer narrative:
We received a total of four samples back, three of them were used. Out of the used samples, two of them did have a 1/16" cuff when deflated and the third sample had no cuffing after deflation. The unused (fourth catheter) sample did not cuff after deflation. Additional model #14216, catalog #14216, and lot #1651113.